Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. It was reported that heartmate ii lvas, was not explanted, and will not be returned for evaluation. The hmii lvas IFU lists stroke, bleeding, renal failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range.

Manufacturer narrative:
The admission for rhf and elevated power/flows was reported by the manufacturer under MFR. Medwatch report # 2916596-2018-05304. Approximate age of device - 2 years, 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for right heart failure to await a heart transplant. At the time, interrogation of the lvad system showed elevated pump power and flows. On (B)(6) 2018, a computed tomography (CT) scan of head revealed a bleed and the patient was taken to surgery for a sub-occipital hematoma evacuation and evd placement. The patient was also on continuous renal replacement therapy (crrt). No further information was provided.

Manufacturer narrative:
Type of reportable event updated based on additional information received.

Event description:
Additional information: it was reported that the patient's stroke was hemorrhagic. Patient was hospitalized and on a heparin drip, ptt was within range. The patient expired on (B)(6) 2018. The customer reported that the patient's death was device related; however, indicated that the device operated as expected and no further increase in powers were observed. The lvas pump was not explanted and reported will not be returned for evaluation. No further information was provided.